Manufacturer narrative:
Insulin pump passed functional test including self test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All alarm and alerts functioned properly during testing audible tone and beep functioned properly. No anomaly was noted. Insulin pump received with cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported a sensor error alarm from the insulin pump. It is further reported that the insulin pump did not provide any audible or vibrating alarm for said error. An operation test and a self test on the insulin pump were completed normally. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.